Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was over infusing. The following information was received by the initial reporter with the following verbatim. It was reported by customer that infusion pump appeared to have infused about 250ml of bag of ivf within 1 hour; pump was running at 8cc/hour. Pump said 17cc infused in that time. Dextrose 10% 500ml bag hung at 20:01 at 8ml/hr, 2117 noted swollen IV site and approximately greater than 250ml to the patient.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 24113291 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19nov2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information provided.